Event description:
During verification testing at there service center, it was noted that the device door roller pin was missing.

Manufacturer narrative:
During testing, it was noted that the device door roller pin was missing. As indicated, the device has been identified as part of a product recall. No info was provided; therefore, the box was left blank. This report represents all the information known by the reporter upon query by hospira personnel.